Manufacturer narrative:
The sample was requested for investigation but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable false positive elecsys anti-hav ii result for one patient on a cobas 8000 e 801 module. The initial result was not reported outside the laboratory. The patient's sample was repeated with elecsys anti-hav assay for comparison. The patient¿s anti-hav ii result was 0.7 ui/l reactive. The patient¿s anti-hav result was "below 8 ui/l" non-reactive. The e 801 module serial number is (B)(4).